Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they had an issue with the easy bolus on the insulin pump. The caller stated that screen shows easy bolus then disappears. The bolus would take forever to disappear and the customer¿s blood glucose was going through the roof. The customer¿s blood glucose level during the incident was 486 mg/dl. The customer¿s current blood glucose level was 239 mg/dl. The recent high blood glucose event began on (B)(6) 2017. The customer had treated the high blood glucose with syringes. Troubleshooting was performed but they declined to finish it. The device will not be returned for analysis.